Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the blower was not working during the device's preventative maintenance. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite and confirmed they were able to duplicate the reported issue. The philips asp determined a replacement of the blower was required and ordered the blower for repair.

Manufacturer narrative:
The authorized service provider (asp) replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.